Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2005, was comprised of 37 devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Technical investigation: the technical investigation on the returned device is currently going on. Orthofix (B)(4) has requested to the distributor involved pt's details including an update on the current health condition and copy of the pre and post operative x-rays. Unfortunately, this information has not yet been made available. As soon as further information and/or results of the technical investigation will be available, orthofix (B)(4) will provide you with a follow-up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the distributor indicates: hospital name: (B)(6), date of surgery: (B)(6) 2012, body part to which device was applied: unk. Event description: during the operation, when the surgeon tried to fix the locking screw of the clamp, he found the screw hole was broken after another. Finally, he could not complete the operation in that day. The pt was subjected to a revision surgery on the next day ((B)(6) 2012) using another new device (same code, different lot). The pt is doing well. No other information has been made available. (B)(4).